Manufacturer narrative:
Smith & nephew have become aware (due to following up with the customer) that the blistering was minor in nature and the infections were superficial changes to the surgical site, rather than infections. Both issues were caused by application issues. Neither issue is considered reportable and therefore this report is being withdrawn.

Event description:
It was reported that patients using opsite suffered from blistering/infections. There is no information regarding the number of patients.